Manufacturer narrative:
Results: the returned penumbra system jet 7 reperfusion catheter (jet7) was stuck inside a rotating hemostasis valve (rhv). The device was kinked approximately 12.0 cm and 18.0 cm from the hub. The jet7 was stretched approximately 128.5-130.5 cm from the hub, 1.5 cm from distal tip. Conclusions: evaluation of the returned jet7 confirmed the device was stuck inside the rhv and the device was damaged. If the rhv is not loosened enough prior to removal, the jet7 may become stuck inside the rhv upon retraction. If the device is continued to be retracted against this resistance, the observed damage may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, after successfully making an initial pass with a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max), the physician then attempted to retract the jet7; however, upon removal, the distal end of the jet7 was caught in the rotating hemostasis valve (rhv) and became kinked. Therefore; the physician removed the rhv along with the jet7. The procedure was then completed using a penumbra system ace 68 reperfusion catheter (ace68) with the same neuron max. There was no report of an adverse effect to the patient.